Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The investigation determined that this complaint is a duplicate of reports with mfg report number: 8010042-2021-00195 and 8010042-2021-00410. Therefore, for evaluation results and manufacture¿s narrative please refer to these reports.

Event description:
It was reported that the ventilator did not start and alarmed for high pressure. There was no patient involvement. Manufacturer's ref: (B)(4).